Event description:
Litigation papers allege the patient suffered personal injuries, loss and damage following a right total hip replacement procedure. X-rays showed mineralization of the soft tissues surrounding the right hip prosthesis. A fluid sample was subsequently taken and it was found to have contained black colored liquid. The findings after revision were of fibro-connective tissue with extensive pigment deposition, evidence of metal debris, and a very strong inflammatory reaction around the hips. Blood ion tests showed elevated chromium. It was stated in the initial reporting the devices were used with competitors devices.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records was not possible as the necessary lot codes were not provided. The investigation can draw no conclusions with the information provided. It has been reported that the depuy pinnacle cup and insert were used in conjunction with a competitors femoral stem, femoral head, and intramedullary plug. This use of the depuy devices is not recommended. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.